Manufacturer narrative:
H6) customer provided additional information stating that reported event occurred during a routine inspection. There was no patient involved.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked right plunger case. Event log history was performed and indicated that plunger not in place alarm was recorded in history. During analysis, the reported customer's issue was able to be duplicated. It was noted that the plunger cable was frayed by the connection to the main board which looked to be from use. Service replaced the plunger cable, plunger printed circuit board (pcb) as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be due to normal wear.

Event description:
Information was received indicating that, a smiths medical medfusion pump had a bad syringe plunger. No adverse effects were reported.